Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that as per biomed the arctic sun device having flow issues (serial numbers (B)(4)). Per follow up information received via email on 21-nov-2022, biomed troubleshot the device and was determined to have a bad flowmeter. Biomed would order flowmeter and replace onsite.

Event description:
It was reported that as per biomed the arctic sun device having flow issues (serial # (B)(6), serial # (B)(6)). Per follow up information received via email on 21nov2022, biomed troubleshot the device and was determined to have a bad flowmeter. Biomed would order flowmeter and replace onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed flow meter. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.